Event description:
It was reported that the device was not collecting any diagnostic data since implant detect was not completed when the device was implanted. Also, the patient had diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was going to be done. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).